Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was melted, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
Infection was reported. It was further reported that the right ventricular lead was repositioned prior to explant due to the patient being symptomatic with pacing and reporting feeling a thumping which correlated with pacing. Pacemaker syndrome due to lead placement was reported. The lead was repositioned and subsequently removed due to infection. No further patient complications have been reported as a result of this event.